Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the gastro videoscope exhibited a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to the g3 of the initial medwatch. The aware date should be 29jul2024. Additional corrected fields: d5, g2, h6 component codes. Additional updated field: d8, h3. The event reported was identified by olympus during repair of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus confirmed there was a gap between the acoustic lens and ultrasound probe. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.